Event description:
The iab leaked. Blood was noted in the catheter. (Event complications: none from the event-reported 10/31/97.) (Pt's current status: unk-rpt'd 10/31/97.)

Manufacturer narrative:
Eval: visual examination revealed the membrane at the proximal taper to be stretched. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab sys 97 iabp in the lab due to the condition of the returned membrane. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.